Event description:
Customer reported that air was observed in the braun infusion tubing as the braun infusion bag was almost emptied. The infusion procedure was performed through gravity feed. No patient or user injury.

Manufacturer narrative:
The infusion set which was used during the infusion was confirmed to be a vented set. It can not be confirmed whether the vent was open or closed at the time of the incident. Based on the available information and follow-up performed together with the customer, it is, however, considered most likely that the infusion vent was open during the infusion. The instruction for use of the phaseal infusion adapter c100 states: "a non-vented IV set should be used together with the c100 infusion adapter. If a vented set is used, make sure that the air inlet is closed throughout the infusion procedure." Re-training and additional information have been provided to the customer as of september 3, 2008.